Event description:
A customer reported that their AED would not power on with dbp-1400 battery pack, serial number (B)(6) . They reported that the AED would power on with another battery pack. They also reported this did not occur during patient use.

Manufacturer narrative:
Troubleshooting of the device with the customer determined that contrary to the manufacturer's recommendations, the customer was storing the AED without the battery pack, or the pads connected. The ddu-120 AED is designed to be stored with the battery pack inserted and the pads connector already installed. This reduces the time needed to set up and start treatment in an emergency. Additionally, the battery pack allows the AED to perform daily, weekly, monthly and quarterly self-tests automatically to check the integrity of the unit's hardware and software to ensure the AED's operationally readiness.